Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high, out-of-range pacing impedance measurements were observed on this right ventricular (rv) lead. Non-sustained episodes of oversensing, resulting in loss of capture of unspecified duration were also reported. The technical services representative from the device manufacturer discussed consideration of an x-ray and isometrics. The caller reported that they would discuss this with the physician. The patient is not pacemaker dependent and was asymptomatic. Records indicate that this lead remains in service.